Event description:
As reported to coloplast though not veriifed, erosion of mesh, swelling, pelvic pain, impairment of relationship between husband & wife.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.